Event description:
After pt was intubated, a smell of sevoflurane anesthesia gas was noted. The cnor checked the anesthesia machine and all connections were secure. The smell of gas continued in the room. All staff in room noted the odor of gas. The front desk was notified of the incident and asked to call biomed to come check it at this time. Biomed came to check the room. He also noted the smell of anesthesia gas in the room. The odor of gas continued throughout the case. The entire or team complained of headache and feeling ill. Biomeds investigation revealed that the low and high pressure leak tests were conducted and the unit appears to be operating within manufacturer's specifications - manufacturer called in as unit is under warranty. No leaks were detected.